Event description:
During procedure the unit was activating intermittently and was stalling during procedure. Handpiece was changed, machine worked for a short period and then it started to intermittently work until it would not activate.